Event description:
The patient reported they were riding in the car for 3 hours and started having left shoulder pain that gradually got worse. They stated the patient was inside the shoulder but was concerned because the implantable neurostimulator (ins) was implanted in the same shoulder and the patient was around the ins implant site. It was noted that the ins site was not red or swollen or warm to the touch. The patient stated the pain wouldn't go away. No other falls/trauma were reported that could be related to the issue. The patient was implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.